Event description:
The reporter contacted animas on behalf of her son (the pt) alleging that the pump was intermittently not responding to pressing of the keypad arrow buttons. The reporter also claimed that the down arrow button was worse, the button icons were worn off, and the display was scratched. The reporter denied any exposure to moisture to the device.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the display lens was scratched. The lettering on the keypad was worn off although all buttons respond to presses normally. The keypad was removed and adhesive was observed under the button contacts. Contamination was noted under button, the contacts and cosmetic damage was observed.